Manufacturer narrative:
In addition to replacing the sensor interface board, the cable harness and ventilation information board were replaced.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was unable to ventilate in pressure mode. There was no report of patient involvement.